Event description:
Found during routine testing. The customer reported that the device would not power on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the reported problem. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.